Event description:
Per spontaneous call from patient- she states cadd legacy pump sn (B)(4) keeps alarming but it won't give an error message and it also stops running when it is alarming- this has happened to her twice now- no harm to patient-switched to backup pump without issue-sending patient new pump to patient for tomorrow and patient will return broken pump to us-no further information available. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by: patient/caregiver. Dose or amount: remodulin 80ng/kg/min, frequency: continuously, route: intravenously. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: primary pulmonary hypertension.